Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported positioning failure of inability to grasp the leaflets appears to be related to patient morphology/pathology and poor imaging. The reported gripper actuation issue appears to be related to multiple grasping attempts. The reported difficult imaging was due to imaging quality and pathology. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025, a degenerative mitral regurgitation (mr) with a grade of 4 was performed. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and grasping was performed. However, the leaflets were unable to be grasped. After multiple grasping attempts, it was observed that both grippers were no longer functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.